Event description:
The manufacturer received information alleging a ventilator failed to power on with ac power and the internal battery failed to charge. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power supply were replaced to address the issues.